Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd¿ nexiva dual port was pulled out from the safety device. Customer¿s verbatim: "the needle pulled clear from the safety device ¿ the nurse reported much drag when attempting to retract they needle after venipuncture and flash."

Manufacturer narrative:
Investigation summary: DHR: the lot was manufactured on nfa line 1 from (B)(6) 2019 through (B)(6) 2019 for the amount of (B)(4). 2 non-related qns were initiated during production. Disposition, root cause and corrective actions were applied per control plan all other challenge, set up and in-process samples were performed per specifications. Received a 20ga grip-needle assembly, a tip shield and a piece of top web (packaging) from lot number 9010686. Visual/microscopic evaluation: the needle was not bent or damaged and the bump was present per specifications. The tip shield was missing the washer and it was not returned for evaluation. The needle od was measured on 3 different locations with an average result of .0285 (specification is .0283 +/- .0003) which is acceptable per specification. Visual evaluation of the tip shield did not reveal evidence of damage. Photos sent revealed similar results. Conclusion: indeterminate: drag (reported by the customer): the returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory. The washer was not returned for evaluation therefore its condition is unknown. Missing washer: the cause for the missing washer is unknown, the purpose of the washer is to prevent a locking mechanism for the needle on which the bump would stop (not get through) at the washer hole. It is unknown what the actual condition of the assembly was at the time of use since the customer stated ¿drag¿ was felt, the assembly missing the washes would cause the opposite (the needle would be loose).

Event description:
It was reported that the needle of a bd¿ nexiva dual port was pulled out from the safety device. Customer¿s verbatim: ¿ the needle pulled clear from the safety device ¿ the nurse reported much drag when attempting to retract they needle after venipuncture and flash.¿